Event description:
Ref imp report (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR, arjo (B)(4), on behalf of the importer, (B)(4). The device was inspected on site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional information will be provided following the conclusion of the MFR';s investigation.